Manufacturer narrative:
(B)(6) 2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
(B)(6) 2017 - the consumer claims the unit got really hot and she received to red spots on her neck while in use of the product. No medical attention was received.